Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst noted the quattro helix does not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, "the initial lead placement was not satisfactory" and lead reposition was attempted. The helix would not deploy in the new location so the lead was removed from the body and examined. Multiple attempts to deploy the helix were made before the physician elected to implant a new lead. No patient complications have been reported as a result of this event.